Event description:
The device reportedly failed to deliver pacing current. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the voltage transfer relay assembly. A failure of this assembly would also result in a failure of the device to deliver defibrillation therapy.